Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor and transmitter now alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no transmitter voltage. A review of the share logs was performed and low transmitter battery and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery. The reported event of a replace sensor and transmitter now alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.